Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery. It was reported that the patient is getting an MRI as "they think the paddle is too big for the patient's spinal canal." No symptoms were reported. No further complications were reported or anticipated.